Event description:
The arthrocare metal plate cover fell off of the arthrocare. It was broken in two pieces. Only one of the pieces could be found after extensive search. It was not felt too be in the joint. It was felt to be in the soft tissue. The risk of extensive soft tissue dissection would be much more detrimental than leaving in this very small sterile piece of metal in the tissues.